Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This type of event is typically caused by nicking the suture with another instrument and/or fraying from sharp edges of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that the fiberwire (#5 suture) from the retrobutton broke. At final seating of the implant, the suture broke easily.the surgeon tried to use #5 ti-cron # 2 (a competitor's suture), twice, but both times, the suture broke easily. According to the surgeon, the inside (at hole for the fiberwire #5) of the button is too sharp. The device was not retrieved from patient and surgery was completed.